Event description:
Synthesis 6-hole lateral cluster clavicle plate was placed on my right clavicle (B)(6) 2021. During the following summer months I noticed a softball sized orange spot on the worn finish of my very old cast-iron bathtub where my shoulder touches when I take a bath. That spot continues to be there, it has not faded nor expanded. I believe this orange chromehidrosys from my shoulder is the result of metallosis from the plate. The serial number on the plate is (B)(4). I also experienced significant pain and inflammation in my right upper chest and arm during the time the plate was attached to my clavicle that was relieved within two days after its removal on (B)(6) 2022. I believe this was an allergic reaction to the plate. FDA safety report ID # (B)(4).